Event description:
Customer states analyzer is producing erroneous results. She states 4-5 erroneous results were generated and provided results for 4 patients. The following results were discrepant: initial potassium result 6.9 (accompanied by high data flag), repeat 3.8 mmol per l. All rerun results were generated on another ise unit and all samples were plasma. Customer said they utilize the centrifuge on the mpa. She states erroneous results were not reported, this (issue) did not affect patients.

Event description:
Customer states analyzer is producing erroneous results. She states 4-5 erroneous results were generated and provided results for 4 patients. The following results were discrepant: initial sodium result 178 (accompanied by high data flag), repeated twice gave 3 and 140 mmol per l; initial potassium result 5.4 (accompanied by high data flag), repeated twice gave 0.6 mmol per l and a normal potassium result (actual result not provided). All rerun results were generated on another ise unit and all samples were plasma. Customer said they utilize the centrifuge on the mpa. She states erroneous results were not reported, this (issue) did not affect patients.

Event description:
Customer states analyzer is producing erroneous results. She states 4-5 erroneous results were generated and provided results for 4 patients. The following results were discrepant: initial potassium result 5.9 (accompanied by high data flag), repeat 4.8 mmol per l. All rerun results were generated on another ise unit and all samples were plasma. Customer said they utilize the centrifuge on the mpa. She states erroneous results were not reported, this (issue) did not affect patients.

Manufacturer narrative:
Customer had fixed analyzer prior to filed service representative's arrival. Customer found foreign objects floating in sipper syringe, causing syringe to leak. Customer cleaned and flushed the syringe and tubing. Customer ran prime multiple times, ran calibration (comparing both ise units) and ran qc multiple times. According to customer, all qc was within range. The field service representative stated there were "no further problems."

Manufacturer narrative:
Customer had fixed analyzer prior to filed service representative's arrival. Customer found foreign objects floating in sipper syringe, causing syringe to leak. Customer cleaned and flushed the syringe and tubing. Customer ran prime multiple times, ran calibration (comparing both ise units) and ran qc multiple times. According to customer, all qc was within range. The field service representative stated there were "no further problems."

Manufacturer narrative:
Customer had fixed analyzer prior to filed service representative's arrival. Customer found foreign objects floating in sipper syringe, causing syringe to leak. Customer cleaned and flushed the syringe and tubing. Customer ran prime multiple times, ran calibration (comparing both ise units) and ran qc multiple times. According to customer, all qc was within range. The field service representative stated there were "no further problems."